Manufacturer narrative:
One device was received. Device was visually tested, and the customer reported complaint was able to be confirmed as both the downstream sensor and air detector were found to be non-functional. After repair, the device was able to pass all testing criteria.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air sensor and downstream occlusion (dso) seal were both unattached and falling off. The device had a scratched screen as well. The event occurred during testing, and there was no patient involvement.